Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2013-19393. It was reported one of the patient's leads was revised. The reason for the revision is unknown at this time. Follow up revealed the patient was reprogrammed with effective stimulation coverage. Note the patient received two leads from different lot numbers. It is unknown which lead was revised, therefore both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.